Event description:
Reporter indicated a vns therapy patient presented with high impedance on a system diagnostic test. The patient did not have any recent trauma. Manufacturer reviewed x-ray and no definite cause could be determined for the reported high impedance event. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.